Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify the event. Did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, what is meant by "boriti fabric"? - at the stage of clipping of the stomach (the third flashing tape) the device ceased to flash, it means the handle of the suture were closed, but the knife did not move and the brackets did not come out in a couple of clicks in idle, the knife is moved very much became gather fabric (pleat on the fabric), which led to a poor seal. Did the device produce a jagged or irregular cut line? Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If the device was not difficult to remove, what led to the poor seal and the hole in the stomach? The device did not perform its function at the time of the third flashing, the hole formed in the stomach the doctor sewed it up with thread. Were the staples formed properly (b-formed shape)? Or were staples missing from the staple line (incomplete staple line)? The problem is in the device's functionality what was done to repair the tissue as you have stated "the doctor was forced to take in normal threads". Did the surgeon use suture to repair the tissue? Were there any patient consequences as a result of the event? ¿ for patient required intervention, ie. The surgeon was forced sewed it up with thread. Because the device is not functioning surgeon used more time than he expected was there any change to the post-operative care of the patient? N/a.

Event description:
It was reported that during a sleeve resection procedure, at the stage of clipping of the stomach, the third flashing yellow tape, the machine ceased to flash, that is, the handle of the suture was closed, but the knife did not move and the brackets did not come out in a couple of clicks in idle. The knife is moved very much became boriti fabric, which led to a poor seal, causing a hole in the stomach, which the doctor was forced to take in normal threads. When changing the device (opened another new tool) there was a similar situation at the second flashing. That is, first the device flashed fine, but on the last flashing yellow tape it was similar. The machines are all new. The staff is trained. Because of poor seam from a device hole formed in the stomach and the doctor was forced to take in normal threads. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4).batch # n56c5h. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.